Manufacturer narrative:
One photo of a 3ml integra syringe package (p/n ¿ 305269) batch 3314055 was received and evaluated. The image shows one top web slip with all applicable product information on the packaging. There is no syringe in the photo, and the condition reported cannot be confirmed from the photo received. The condition observed is acceptable per product specification. The reported defect was not identified in the photo received. A physical sample is required for a more thorough evaluation and potential root cause determination. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3314055 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305269 batch#:3314055 it was reported that the bd syringe integra 3ml ll w/ndl 25x5/8 rb had a needle retraction failure. The following information was provided by the initial reporter: "the safety of the bd integra did not retract." Additional information provided: 1. Please provide the date of event. 6/5/2024 2. Please provide the picture sample if available? Photo attached 3. Any physical sample available for investigation? Only photo available 4. Did the event directly, or indirectly involve a patient or user? Syringe did not retract after use with a patient. No patient injury 5. Please confirm the number of occurrences. One.